Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no insulin was being expelled from the cartridge. Customer's blood glucose level was 183 mg/dl. A cartridge and infusion set change was performed resolving the issue.